Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit ran on battery power for less time than expected causing the unit to shutdown during a case. The unit was replaced and case resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.